Event description:
It was reported that prior to the case to replace the patient's implantable neurostimulators (ins), the impedances were normal. The healthcare professional (hcp) replaced the rechargeable ins and extension on left side and non-rechargeable ins and extension on the right side. The patient had percept batteries with 37086 extensions placed on both sides. On the right side, the extension was removed and the hcp connected the new extension. They found mono and bipolar impedance values were high with electrode 0. They wiped the extension, wiped the lead and reconnected both connections, this did not resolve the high impedances. They used the twist lock to test the lead and electrode 0 was high initially and then it "cleared". They determined that the lead was not the issue because they tested impedances on the lead and 4-5 times in a row the values were normal. They replaced the extension multiple times and continued to get high impedances on electrode 0. They switched ports for the extension connection and the high impedances were on electrode 8. The hcp doused the lead/extension connection with saline and that resolved the impedance issue. The hcp determined that there was a disconnect between the 0 distal extension electrode and the proximal lead electrode. When the boot was on the lead/extension connection the impedance issue returned. The hcp removed the boot because when the boot was removed the impedances were within normal range. The caller indicated that the patient was getting effective therapy but was not programmed on electrode 0. All impedances post-op were within the normal range. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the manufacturer's representative (rep) confirmed by the physician who clarified the replac ement of the generator was due to the device being at eri due to normal battery depletion and the extensions were replaced due to MRI capability considerations (to remove duckbill extensions).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: 10-sep-2025, UDI#: (B)(4). Analysis of the extension (B)(4) revealed an obstruction in the connector port and twisted connector in the molded rubber at the distal end of the extension. Analysis of the lead (unknown) revealed the conductors were broken at the proximal end of the lead consistent with overstress damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.